Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 8 pm. She obtained results of "399, 400, and 419 mg/dl" on the subject meter, which she felt were inaccurate high compared to her feelings. The patient stated that she manages her diabetes with lantus and humalog insulin and due to the alleged issue she denied making any changes to her usual treatment. Reportedly the patient obtained the result of "399 mg/dl" before going to bed, the night prior to contacting lfs and treated herself with 3u of humalog. The next morning she tested again, at 10am and obtained results of "400 and 419 mg/dl", and also proceeded to treat herself with 10u of lantus and 10u of humalog. The patient claimed 12 hours after the alleged issue started she felt "shaky" and denied receiving any form of medical treatment in response to her symptom. During the initial troubleshooting with customer service, the agent noted that the patient was using the correct unit of measurement set in the meter and the control solution test passed. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.